Manufacturer narrative:
Event took place outside of the united states (in (B)(6)), and was associated with a product that is also cleared for market within the united states.

Event description:
Revision surgery on (B)(6) 2019 due to sepsis 6 days after primary surgery. Surgeon explanted 36/+3 standard humeral cup and implanted new 36/+3 standard humeral cup.